Event description:
Related manufacturer reference number:2017865-2022-40935, related manufacturer reference number:2017865-2022-40936. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. Further information was requested however, was not provided.

Manufacturer narrative:
The device was returned due to patient deceased. The results of electrical, stress/environmental tests performed indicate the pacer is exhibiting normal device characteristics. Longevity assessment was performed based on field settings and device was in the normal range of operation with appropriate remaining longevity. Device image was successfully saved.